Manufacturer narrative:
Concomitant medical products: baxter, 250ml IV bag of 0.5% dextrose lot: c980417 exp: december 2016; baxter, 50ml IV bag of 0.9% sodium chloride lot: p335026 exp: november 2016; therapy date (B)(6) 2015. (B)(4). The customer¿s report of a check valve failure was confirmed. Visual inspection identified no anomalies. Functional testing identified a faulty check valve. Supplier testing of the component revealed the presence of three particles located between the housing seal area and the affixed silicone diaphragm disk. The size of the particles measured to be 0.0107¿, 0.0133¿ and 0.0132¿ long. The particles were identified to be composed of base material minusil. The cause of the check valve failure is due to minusil particles found in the fluid path, which prevented the silicone diaphragm from fully seating against the housing seal area. The origin of the minusil particles were not identified.

Manufacturer narrative:
Correction to initial reporter address.

Manufacturer narrative:
Although requested, the affected product has not been received. A follow up report will be submitted with investigation results should the devices be received for evaluation.

Event description:
The customer reported a secondary 50ml bag of dexamethasone in ns backflowed into the primary IV bag. The nurse quickly stopped the infusion; obtained new tubing and medication, and the dexamethasone was given without incident.